Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. E1 - phone number: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that when the device was connected, no image appeared on the screen. The issue occurred during preparation for use for a colonoscopy involving an olympus colonovideoscope. There was no patient involvement.